Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03193 / 03194 & 03211).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006 and total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported a left hip revision on (B)(6) 2012 and a right hip revision on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, bone/tissue destruction and metallosis. Review of the invoice histories confirmed the modular head, acetabular cup and taper adapter were removed and replaced during the left hip revision and the modular head and taper adapter were removed and replaced in the right hip revision. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006 and total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported a left hip revision on (B)(6) 2012 and a right hip revision on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, bone/tissue destruction and metallosis. Review of the invoice histories confirmed the modular head, acetabular cup and taper adapter were removed and replaced during the left hip revision and the modular head and taper adapter were removed and replaced in the right hip revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that the right hip revision procedure that took place on (B)(6) 2013 was due to pain. The modular head and taper adapter were removed and replaced. The left hip revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.